Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield did not produce any energy to ligate branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Specks of blood was observed on the handle of the harvesting tool. The heater wire was detached from the tip of the hot jaw. The wire remained in place at the base of the jaw. Tissue and char buildup was observed on the jaws. The device was evaluated for electrical function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method. The device safety shut down mechanism integrated in the handle activated after 27 seconds of being activated. The safety shut down test was repeated four additional times and deactivated the device after approximately 20 seconds. We were unable to preform a temperature and resistance evaluation due to the wire being detached from the tip of the hot jaw. Based on the return condition of the device and the evaluation results, the reported failure mode "failure to deliver energy" was unable to be confirmed but was confirmed for analyzed failure "bent wire". Specific actions for the analyzed failure mode "bent wire" is being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield did not produce any energy to ligate branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.